Event description:
The customer reported high bgs. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained to the customer that the pump is working as designed and does not need to be replaced. Instructed the customer to change the site and to take manual injections as per md protocol. The customer called back and stated that when the self-test was performed the insulin did not exit. The customer has primed several times while disconnected from the pump and no insulin exited.